Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10. No product was returned. Visual examination could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Cr prolong 40mm brng std cat# 110031421 lot# 64489337. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00419.

Event description:
It was reported patient underwent a revision procedure approximately one month post implantation due to dislocation. During the revision procedure, the surgeon noticed that the poly was no longer attached to the tray which was why the shoulder had dislocated. Poly was revised. Attempts have been made and additional information on the reported event is unavailable at this time.